Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "broken implant". The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, an opening on the device. However, the assessment of the opening cannot be confirmed, as microscopic analysis is not possible.

Event description:
Healthcare professional reported, right side "broken implant". The device has been explanted.

Event description:
Healthcare professional reported right side "broken implant". The device has been explanted.

Event description:
Explanting physician reported right side broken implant. Subsequently physician reported breast pain. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/11/2024.